Manufacturer narrative:
Follow-up #1: date of submission 08/04/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/08/2016 with the following findings: communication call service alarms cs 052 and cs 054 were observed in the black box; however, the issue was not duplicated during the actual investigation. The pump powered on with the returned battery cap. The pump was exercised with the returned battery cap for 24 hours with no power reboots or call service alarm occurrences. Upon removal of the pump case and pump disassembly, no evidence of moisture or loose components was noted internally.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (communication) issue. This complaint is being reported because the alleged issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.